Event description:
Within 48 hrs pt developed a small pseudoaneurysm thought to be associated with the broken sheath.

Event description:
Physician performing angioplasty on lower extremity, following check angiogram the up and over sheath broke off the hub, becoming dislodged in the patient. An additional puncture was made on the opposing side and a snare was utilized to retrieve and remove the sheath.